Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that poly swap due to laxity, poly insert and patella showed signs of excessive wear, patella was also removed and replaced. Doi: (B)(6) 2012 dor: (B)(6) 2018: left knee.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.